Event description:
The rptr stated that users experienced problems with the transducer and zero drifting. Users sporadically had to rezero numerous times on a line. No pt injury or treatment was associated with this event.